Event description:
It was reported when the hand piece was properly connected to the generator and the power button was pressed, no therapy was delivered. Impedances measurements did not reveal any abnormalities. The physician replaced the hand piece and still had no success. The procedure was suspended. No pt injuries were reported.

Manufacturer narrative:
(B)(4).